Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table generator interface board was replaced and the calibration files were reloaded. The boards and cables were reseated. The system was then found to be operating as intended.